Event description:
It was reported that the customer was hospitalized due to low blood glucose levels between 54 and 74 mg/dl. It was reported that the customer's father checked the bolus history, and found a bolus delivery of 5 units that he did not program. There was also a prime delivery in the prime history that the father states he did not program. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The reservoir volume was also accurate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.